Event description:
Patient reported she has affected cassettes by recall; lot number: 4329615, expiration date unknown (23 unopened and has 1 in fridge with no number on it). Patient reported having shortness of breath (struggling, does not seem like the medication veletri is working). Patient is infusing with affected lot. Unknown if patient feels that the shortness of breath is caused by the recall. Patient using oxygen; using 6 liters (24 hours/7 days). Doctor is aware and increased patient's furosemide. Patient advised to go to the hospital. Patient stated that she has been like this for a week in regards to shortness of breath. Patient was in hospital for 10 days titrating off uptravi to veletri and came home and preparing the mixes is feeling the same. Exact dates of hospitalization admission/discharge not known. Last date of uptravi dose taken unknown. No other information is known. Pump return tracking information¿s not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Not at this time, advised to go to hospital. Is the actual device available for investigation? Unknown. Did we replace the product? Yes. Did the patient have a backup product they were able to switch to? No. Was the patient able to successfully continue their therapy? Yes with impacted lot.